Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited a battery voltage of 2.76 volts and a charge time of 22 seconds. A guidant technical services consultant discussed the extended charge times allowed for this device model at middle of life (mol). There were no patient symptoms reported with this clinical observation.